Event description:
It was reported that the customer received a no delivery alarm every time she rewound her insulin pump. The customer's blood glucose level was 319 mg/dl. She treated her blood glucose level with the insulin pump. The reservoir was occluded. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).